Event description:
Per the customer, during an l3-s1 percutaneous screw fusion procedure, it took nine attempts to calibrate the device with a short pointer. During several attempts to register, deviations were up to 4.2 mm inaccurate. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device was not available for evaluation. H3 other text : log files not submitted by customer for evaluation.

Event description:
Per the customer, during an l3-s1 percutaneous screw fusion procedure, it took nine attempts to calibrate the device with a short pointer. During several attempts to register, deviations were up to 4.2 mm inaccurate. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.